Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall off test. The cause for the failure was isolated to the 5v line being electrically shorted damaging ECG ¿a&b¿ to the front te cables. The root cause for the shorted cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs and the patient was experiencing adjust belt messages.